Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a companion 2 driver without adverse patient impact.

Manufacturer narrative:
The customer-reported alarms could not be confirmed or reproduced during investigation testing; therefore the root cause could not be determined conclusively within this investigation. Visual inspection of the driver revealed no damage or abnormalities, and the driver successfully passed all functional test requirements. Additionally, an extended observation run was performed where no alarms or abnormalities were produced or observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4614 follow-up report 1.